Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (will power on monitor) was due to the battery pack cells being discharged. Also upon further investigation, the evaluation found a loose bus bar inside of the battery. The root cause of the loose busbar and discharged cells could not be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.